Event description:
In 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography angiogram (cta) was performed and revealed aneurysm growth due to an unspecified endoleak. A reintervention has not been scheduled at this point.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs.